Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor needle fractured while in the body. The customer¿s blood glucose was unknown at the time of incident. The product will not be return for analysis.